Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system exhibited infection and sepsis. Additionally, it was noted that there was lead vegetations. During the procedure the patient became hypotensive and passed away. This right atrial (ra) lead was explanted and removed.